Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue had been resolved by the customer, who mentioned that the pyxis technician had the key and had encountered and fixed the tower door issue previously. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower, the tower door was failed on the screen. The customer stated that there was no delay, but the user was unable to take out the medication due to this malfunction . However, there were no adverse events or injuries reported based on this event.